Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
The valve was detached from the catheter. The indwelling period was 3 days. The catheter fragment was in the stomach and was removed endoscopically.